Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The wearable is inserted into the arm on (B)(6) 2025. The date of event is an approximation. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. D4 model no - correction. D4 lot no - correction. D4 expiration date - correction. D primary UDI number - correction. D10 confomitant medical products - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/correction. H10 corrected data.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.